Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a guide wire become stuck on the guide catheter. The target location for the treatment was unknown. During the procedure, the choice flop guide wire become stuck with a non-bsc 6 f guide catheter .the procedure was completed with another choice flop guide wire. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a guide wire become stuck on the guide catheter. The target location for the treatment was unknown. During the procedure, the choice flop guide wire become stuck with a non-bsc 6 f guide catheter .the procedure was completed with another choice flop guide wire. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: visual analysis of the device revealed kinks located at 42.5 cm, 48 cm, 58.5 cm and 63 cm, and the spring tip coil is stretched. All outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause was unable to be determined. (B)(4).